Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The caller reported that the insulin pump had a blank display. Customer's blood glucose level was not reported. The display did not return after troubleshooting. The insulin pump vibrated with a pulse three times and a red light flashed two times. The insulin pump was not responding to button presses. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display with an unexpected intermittent vibration pulse; the problem was isolated to printed circuit board area 2. The insulin pump had minor scratched display window and case.